Event description:
Customer reported a key fault condition. No reported patient involvement. The reported condition was not duplicated, proper operation of the device was confirmed by service representative.